Event description:
The facility's biomedical technician reported an infusion pump with failure code 12. The hospital representaitve stated they have no record of any pt incident involving the pump since the last baxter service event. No additionla contact info was provided.